Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Device memory indicated oversensing due to emi (electromagnetic interference)/noise. Non sustained tachycardia episode s were collected on (B)(6) 2016 with evidence of emi oversensing causing lead integrity alert (lia) to trigger.

Event description:
It was reported that there was 60-cycle noise exposure observed on the electrogram which had caused a lead integrity alert (lia) to trigger for elevated sensing integrity counter (sic) and high rate non-sustained episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.